Manufacturer narrative:
H3, h6; h3, h6; a medtronic representative went to the site to test the equipment. No hardware was replaced and the system proceeded to perform as intended. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. (H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while troubleshooting another system at the site where the screens went completely black for a moment and then were resolved with a reboot, the same issue had occurred on this system. No patient was present.

Manufacturer narrative:
Product analysis #708904541:2026-02-19 17:26:45 cst webmremotews sfdcmnav product analysis task update workordername : (B)(4), analysis summary text : demo/eval unit: false hardware p/f: pass instruments p/f: pass record type: nav system checkout (closed) self test: pass software p/f: pass status: completed does the system perform as intended?: yes was stealth autoguide involved?: no were hardware parts replaced?: no shoulder type: type 2 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information as received. It was reported that the site was still having issues with the system, and the site confirmed a red battery light.

Manufacturer narrative:
H2: work order was updated. It was reported that the uninterruptible power supply (ups) and battery were replaced to resolve the issue. Already reported codes b01, c02 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A software investigation was conducted and a segmentation fault was observed in the logs. It was determined that this issue is consistent with a known software issue. Codes b24, b30, c1006 and d18 are applicable. D02 which was previously coded remains applicable to the event as whole. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the uninterruptable power supply (ups) was returned to the manufacturer for evaluation. There was determined to have been an electrical failure. The ups was tested with a known good battery for a 24hr period. The ups did fail the 24hr test and shut down immediately when the ac power was disconnected. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that "intermittently, the camera cart and the main cart will shut down at separate times. Today, when it happened, the main cart shut down and the camera cart stayed on, per information for site." This behavior of passing the battery test outside of a case but shutting down while in heavy use for a case is similar to the symptoms of the battery overheating fault. Technical services (ts) believes that the battery may be overheating in this case. There is no record of the battery being replaced on the system, so ts believes the next step is to replace the main cart battery.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795r, lot #: - product ID: 9735737, software version: 2.1.0 product ID: 9735787, lot #: - product ID: 9735773, lot #: - b5, d10, and h6 are updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.